Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, and inappropriate shock on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replaced rv. The patient condition was stable.